Manufacturer narrative:
Omit : a110201 - application program freezes, becomes nonfunctional (2880), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0201402 - screen and manufacturer narrative - a follow up report will be submitted once the failure investigation has been completed. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the customer is not sure from the nurse¿s report if this happened during setup or after the infusion, but the pcu screen flashed blank and said it needed reprogramming. All four attached channels had to be reprogrammed because all of their information was cleared out. There was a patient involvement and no report of patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the customer is not sure from the nurse¿s report if this happened during setup or after the infusion, but the pcu screen flashed blank and said it needed reprogramming. All four attached channels had to be reprogrammed because all of their information was cleared out. There was a patient involvement and no report of patient harm.